Event description:
It was reported that the customer experienced an occlusion issue with their mobi device, receiving both alarm 2 and alarm 26. There was no impact on the customer¿s blood glucose level beyond normal range. Technical support provided multiple instructions to address the occlusion, including disconnecting and realigning the tubing, and delivering bolus doses, which eventually resolved the issue. The customer was advised to replace necessary supplies and resume insulin.